Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient has experienced hyperglycemia as high as 19.9 mmol/l (358.2 mg/dl) since (B)(6) 2013. He was unable to decrease blood glucose by changing the accessories and delivering insulin via the infusion device. He occasionally tested positive for ketones and had nausea, and he used an insulin pen for treatment. He believes the insulin delivery of the infusion device is inaccurate. He did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.